Event description:
The customer contact reported sparks. The device was returned to the biomedical department for a report of, "made sparks in the ac receptacle on (B)(6), 2004". No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device ac receptacle was charred and burned. Additionally during testing, it was found that the pins in the ac receptacle between the white wire and black wire were found electrically opened. The device was received without the ac power cord. The probable cause could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.